Event description:
It was reported that during a follow up in clinic, undersensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the physician suspected microdislodgment of the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.